Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture and high thresholds. It was also reported that diminished p waves had been observed. The lead remains in use and a lead revision has been scheduled. No patient complications have been reported as a result of this event.